Event description:
A medtronic representative reported a navigation system psu polaris spectra camera right yellow led light that stayed on with the left green led. No physical damaged was visible on the camera. The navigation system still navigates properly. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement camera shipped to site (B)(4) 2013. Medtronic investigation of returned suspect camera finds that as returned, the amber fault light was not illuminated when the psu was first powered up. A check of the event log revealed an extensive history of the illuminator current moving in and out of range. Electrical failure, illuminator current out of range, system fault code, directly caused event.